Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found all the casters would set but not hold. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008, 2009, and 2011-2014. It is unk if the facility performs preventative maintenance on this bed. The tech replaced all the casters to resolve the issue. Based on this info, no further action is required.